Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated (473 mg/dl). Customer reported consuming orange juice the previous night but did not bolus for the carbohydrates. Customer reported being new to the pump and did not know if carbs should be input into the pump to deliver a bolus or if basal would address the orange juice. Customer ultimately delivered a bolus to address the elevated blood glucose. Customer¿s bg level improved to 411 mg/dl. System check was performed with tandem technical support and no anomalies were noted. Customer changed out infusion set and infusion site. Recommendation was made for customer to consult with health care provider regarding pump therapy.